Event description:
Physician went to place a subclavian catheter. Product label read 16 ga, 16 cm catheter length .035 inch diameter spring-wire guide. As physician was in the process of insertion, noted catheter label as 16 ga x 20 cm. Procedure was stopped and another catheter was obtained.